Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8024693, medical device expiration date: 2018-10-31, device manufacture date: 2018-01-24. Medical device lot #: 7233747, medical device expiration date: 2018-05-31, device manufacture date: 2017-08-21. Medical device lot #: 7150932, medical device expiration date: 2018-02-28, device manufacture date: 2017-05-30. Medical device lot #: 7244908, medical device expiration date: 2018-05-31, device manufacture date: 2017-09-01. Medical device lot #: 7275817, medical device expiration date: 2018-06-30, device manufacture date: 2017-10-02. Medical device lot #: 7276631, medical device expiration date: 2018-07-31, device manufacture date: 2017-10-03. Medical device lot #: 6228762, medical device expiration date: 2017-05-31, device manufacture date: 2016-08-15. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. (B)(6). Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for underfill with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and underfill was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for underfill with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and underfill was not observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that bd vacutainer® 9nc 0.109m plus blood collection tubes were underfilled.